Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg near the luer adaptor was confirmed, but the exact cause of the damage was unknown. One 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. A tacky residue, which appeared to be from tape or a dressing, was observed on the external surface of the extension leg and molded wing. The printing on the extension leg was completely worn. The s/l catheter tubing had been cut at the 35cm depth marker. A semi-circumferential crease was observed in the extension leg 1.5mm from the distal end of the solo connector. The crease indicated that the extension leg tubing was kinked. The external surface of the solo connector was marred. A breach was observed in the extension leg within the distal end of the luer adaptor. The adjoining surfaces of the breached extension leg tubing revealed a rough and jagged surface. What appeared to be beach marks were observed in the breached tubing. Superficial tears were observed in the external surface of the extension leg adjacent to the breached tubing. The characteristics observed on the extension leg indicate that the tubing tore. The break in the extension leg could be attributable to fatigue caused by pulling, twisting, bending, and manipulating the luer adaptor. Due to the evidence of use, it appeared that the damage occurred over time. It is unknown if there were other contributing factors to the observed damage. A lot history review (lhr) of rebt2298 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the patient came in for care and maintenance of her PICC line, a hole in the tube, close to the bulb outside the body, was noted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebt2298 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when the patient came in for care and maintenance of her PICC line, a hole in the tube, close to the bulb outside the body, was noted.